Event description:
It was reported that the tip of the device fell off prior to the procedure and the shaft of the tip broke off during interoperative use. Nothing fell into the surgical site and there was no report of adverse consequences associated with this event. The account had a back up on hand to complete the procedure with no clinically relevant delay.

Manufacturer narrative:
The device was discarded at the account. The device history report cannot be reviewed since a lot number has not been provided and the device is not available for eval. If additional info is received, a follow up report will be filed.